Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The home patient (hp) was still connected to the patient line. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the hp close off the transfer set and the clamps. The tsr explained the alarm. The tsr informed the hp that he should remove the cassette and bags. The hp would do no further therapy that night. The hp would call the registered nurse (rn) for further medical instructions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.